Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to t wave oversensing while exercising. The vector had been primary without smart pass (sp) enabled. The shock caused a true ventricular fibrillation which was converted via a second system shock. During an in office evaluation the device was reprogrammed to alternate with sp, activated. No resulting adverse effects on account of the inappropriate therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to t wave oversensing while exercising. The vector had been primary without smart pass (sp) enabled. The shock caused a true ventricular fibrillation which was converted via a second system shock. During an in office evaluation the device was reprogrammed to alternate with sp, activated. No resulting adverse effects on account of the inappropriate therapy. Additional information was received that the remote home monitoring system alerted the clinic that the patient received a shock. The clinic was unable to access the remote home monitoring system to assess the arrhythmia due to vacation of staff. Thus the patient was temporarily hospitalized. Upon review of the arrhythmia a few days later it was determined the shock was inappropriately administered. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed and remains in service. No additional adverse patient effects were reported.